Event description:
Boston scientific received information that during an elective explant for normal battery depletion, difficulty was exhibited during the retraction attempts of two setscrews, while the remaining setscrews were retracted as intended. It was reported the supplied torque wrench failed to exhibit the sufficient torque capability, to successfully loosen the setscrews. As a result, the physician elected to cut the right ventricular and right atrial leads from the header, thus eliminating their potential for reuse. The following day, the cut leads were extracted and all products are intended to be returned for a post market assessment. No additional adverse patient effects were reported and implant of new products, communicated as successful in the absence of further complications.

Manufacturer narrative:
Following return and completion of lab analysis, a follow-up report will be submitted.

Event description:
The lead was returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned in two segments, and was severed 510 mm from the distal tip. The terminal pin, approximately 20 mm in length and cut into two pieces, was within the device port upon receipt. Explant/extraction damage on the distal section was not extensive. The clear medical adhesive was separated from the gore¿ covering at the proximal end of the proximal shocking coil, and the coil was stretched in this location. The lead segment passed electrical testing on all pathways except the rs-; that pathway was not able to be tested due to the extracting stylet inside the lead. An x-ray was performed and no fractures were present.